Manufacturer narrative:
Arjo was informed about an arjo citadel plus bed malfunction. Following information gathered, the side rail panel was broken off the bed. No injury nor other medical consequences were reported. An arjo representative during an on-site visit checked the device and confirmed the customer¿s allegation - one of four side rail panel was detached. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This finding is in line with the arjo representative observation made during on-site visit. There was witnessed another issue (reported under medwatch MFR report number #3007420694-2021-00003) in which the same malfunction of side rail occurred when the patient was sitting at foot end of the bed frame at time of rehab activities and overload the side rail. To conclude, the side rail panel detached from the side rail mechanism at time of use the bed by a patient and from that perspective, the citadel plus bed did not meet the performance specification. Although there was no serious injury reported, the complaint was decided to be reportable due to the allegation of side rail panel detachment.

Manufacturer narrative:
The device evaluation performed by an arjo representative revealed the damaged one of four side rail panel, the part was detached. The device was excluded from use to be repaired in an arjo service center. The conclusions from the investigation will be provided in the final report.

Event description:
Arjo was informed about an arjo citadel plus bed malfunction. Following information gathered, the side rail panel was broken off the bed. No injury nor other medical consequences were reported.